Event description:
It was reported that a physician performed a left-heart catheterization procedure on (B)(6) 2010 followed by an uneventful vessel closure of the right common femoral artery using a proglide device. Prior to vessel closure, an angiogram was taken and the artery looked good with no calcification. Vessel closure was performed by a cath lab technician, who is trained to use the proglide device. The patient was discharged to home. On (B)(6) 2010, the patient came back with leg pain and was re-admitted. On (B)(6) 2010, surgery was performed and the common femoral artery was found to be "folded" with a small dissection and clotted. The folding, which originated in the common femoral, created a folding up to the iliac. The artery was repaired and cleaned up without any further complications. The surgeon said it looked like the initial stick was close to the lateral aspect of the wall and he believes the proglide device grabbed a portion of the wall and contributed to the folding of the artery. The patient still complains of numbness in the area but, is otherwise doing fine. Though requested, no additional information is available.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. The lot number was not provided; therefore, a review of the device history record could not be performed.